Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the staples were unformed or malformed? Or if the staple line was incomplete (missing staples)?

Event description:
It was reported that during an unknown procedure, the anastomosis didn't form properly, circular stapler. It is unknown how the case was completed. There were no patient consequences reported.